Manufacturer narrative:
(B)(4).

Event description:
Relevant testing and history were provided by the surgeon.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported that a patient with a history of trauma has a slight subluxed intraocular lens (iol) implanted in the sulcus. Additional information was provided by facility representatives indicating that it is unknown if the trauma is the cause of the subluxed lens. Approximately 8 months following the iol implantation, the iol was repositioned in a secondary procedure. Information was also provided indicating that this subluxed lens was a replacement lens for a previously implanted iol that was exchanged because the patient was dissatisfied with the product. There are two medical device report associated with this patient and this eye. This report is for the replacement iol that became subluxed, repositioned and currently remains implanted. The second report will be for the initial iol that was exchanged.